Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a diagnostic procedure. Reportedly, resistance was felt when pulling back the lever and the link suture broke; the posterior needle did not engage. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. No clinically significant delay in the entire procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - device was returned. Evaluation summary: the device was returned for analysis. Plunger, suture, needles and cuffs were in pre-deployed position. The link was intact but loose. The lever had been closed and the foot had been retracted into the guide. The reported needle to cuff miss, suture detachment and difficult to deploy the foot were not confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. (B)(4) unused, sterile proglide devices with the same lot number 40512k1 were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. There is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, exact date was not reported. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.